Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a double curve watchman truseal access system (was). The first transseptal puncture (tsp) was unsuccessful. The second tsp was successful and the guidewire was advanced into the laa while the was was in the inferior vena cava. A pericardial effusion posterior to the left atrium was observed and the procedure was discontinued. Protamine was administered to reverse the effects of heparin and the effusion was monitored. The patient recovered.